Event description:
It was reported that noise was observed on the right atrial (ra) lead. It was also noted that the physician suspected an insulation erosion and  lead abrasion due to the pacing leads rubbing against each other in the device pocket. Diagnostic testing/troubleshooting  was performed and the ra lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.